Manufacturer narrative:
(B)(4). Insulin pump passed displacement, rewind, prime, seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. After further review of the insulin pump interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. After swapping the boards out into another case, and then swapping a known good electrical board onto electrical board, the sleep current measurement fell within specifications. The high sleep current measurement appears to be isolated to electrical board.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer received a low battery alert prior to the replace battery alarm. Timing was less than 8 hours from the low battery alert to the replace battery alarm. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.